Event description:
It was reported that a folfusor experienced an underinfusion. This occurred during patient infusion of 40ml fluorouracil and 56ml 0.9% sodium chloride. The folfusor was filled and connected to the patient. The flow restrictor was taped to the patient's body above the bladder. After 24 hours of infusion, approximately half of the volume remained in the reservoir. The customer stated that the port was checked before connecting to the patient and that only one infusion was passing through the access site. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured september 17, 2013 - september 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that there was approximately 58ml of fluid in the bladder upon receipt. Flow was observed at the distal luer and the fluid was allowed to drain until the bladder was empty. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not able to be confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.